Event description:
It was reported that during reprocessing the da vinci si fenestrated bipolar forceps instrument cable was frayed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. There was a scratch on the surface of the distal pulley. Failure analysis also observed that the one grip was bent, causing side to side misalignment of the grips. There was a .103¿ offset at the tips. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There was damage observed on the conductor wire by the yaw pulley area. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. There was a char mark near the damaged conductor wire. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.